Event description:
It was reported that the left ventricular (lv) lead was dislodged. The lead was explanted and replaced. The patient is enrolled in the avoid delivering therapies for non-sustained arrhythmias in ICD patients (advance) iii study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. However, performance data was collected from the device, analyzed and no anomalies were found.